Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic, and de novo lesion was located in the calcified and severely tortuous mid left anterior descending (lad) artery. Upon attempting to treat the lesion, the apex flex monorail 2.5 mm x 12 mm balloon catheter was advanced to the lesion and ruptured at 5 atms, on the second inflation. The pressure reached on the first inflation is unk. The balloon catheter was removed from the pt without incident. The procedure was successfully completed with another of the same device. There were no pt injuries or complications. The pt's status was reported as "good".

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for eval; therefore, a failure analysis of the balloon catheter could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.